Event description:
Nursing experiencing problems using spike adapter due to the small size of shoulders used for insertion, especially in unit-of-use IV medication bottles with thick stoppers. Rptr thinks extending shoulders by a cm would help. (*)